Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting diminished sensing of r waves. A chest x-ray revealed that right ventricular lead dislodgement. The dislodged lead was explanted and replaced without complication. The patient was in stable condition.